Event description:
It was reported that while using bd vacutainer® push button blood collection set that due to breakage of the holder connection part of the winged needle, negative pressure was not applied, and blood leaked from the damaged area. No patient impact or injury reported.

Manufacturer narrative:
H.6 investigation summary material #: 367342 lot/batch #: 3138775 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked luer adapter was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: fpa, jka e.1 initial reporter facility name: (B)(6) general hospital PMA / 510(k)#: k030573, k220212 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set that due to breakage of the holder connection part of the winged needle, negative pressure was not applied, and blood leaked from the damaged area. No patient impact or injury reported.